Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pin had disassembled from a vital rocket reducer intra-op. The pin was recovered and there were no impacts to the patient.